Manufacturer narrative:
This event occurred during an unspecified date of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock of a clearlink solution administration set was separated and loose on the tubing. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye and the coupling was observed detached from the fistula. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is that the coupling was inserted incorrectly into the fistula during the assembly by an automated machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.